Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports their personal diabetes manager (pdm) will not turn on after being charged. In addition the patient had removed the battery and found it to be swollen to the point it would not fit back in the pdm.